Event description:
A volume discrepancy was reported. The expected reservoir volume was 13.1ml and the actual reservoir volume was 1 ml; overinfusion was suspected. There were no alarms. A catheter dye study was done. The hcp was unable to aspirate the catheter. A roller study was also performed and no problems were found; the rollers were turning appropriately. A therapeutic single bolus dose of 50mcg was programmed; the patient responded and was 80% better. The patient experienced withdrawal with increased spasticity. The patient was being supplemented with oral baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).